Event description:
Customer reported the system lost power. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the cb2 circuit breaker. System operates as intended.